Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. It was reported that the cartridge was cracked. The customer¿s blood glucose level was not impacted. Customer was 278 mg/dl; however, the school nurse indicated that a correction bolus would be administered to lower the blow glucose level. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.